Event description:
It was reported that this event involved a femal pt. The clinician reportedly tried unsuccessfully to feed the catheter over the spring wire guide (swg). As a result, both the catheter and swg were removed. Again, the same catheter was reinserted and a new swg was unsuccessfully tried. Both were removed again and the third attempt was successful as a completely new set was used. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.